Event description:
Venous needle dislodged completely out of pt's access during hemodialysis treatment leading to blood loss > 275cc's. Pt was anxious/agitated prior to the event. Butterfly taping per policy, tape adherence ineffective.